Manufacturer narrative:
A batch record review was conducted resulting in the following: review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. The correct raw material was used during lot production. No nonconformity had been registered during the production process of the mentioned lot. The complainant stated that he got uti with a different catheter brand too. A query was run against for lot 2j03239 and no another complaint was received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A2: sex: (B)(6). D2a: common device name: catheter, urethral. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
Consumer reports "2 uti' s in past month while using this catheter." Consumer is new to cathing having just started in february of this year. He said he caths for retention 4 x a day. He has had 4 uti' s since starting to cath in february. The first uti he said occurred a few days he was taught in the md office with unknown catheter. He said the nurse wasn't the cleanest and the catheter became unsterile as it touched something but it was still used anyway. His second uti was with a different catheter brand and now for about the past month, he has used the gc glide but also got 2 uti' s while using it. He said his uti symptoms are pain near his kidneys, urine isn't clear anymore, chills and low grade fever. He said he goes to md when he gets symptoms. His last visit was late last week and they checked his urine. He is on an antibiotic now for his uti, name unknown. He said he has been cleansing wrong. He always starts by washing his hands, he is circumcised and would cleanse his meatus with alcohol pads "north and south east and west". He then washed his penis with antibacterial soap which was a bit irritating to his glans and then he would even use iodine swabs after that. He also would then use hand sanitizer on his hands and was mindful to use the no touch sleeve. When he touched it, it became unsterile he threw it away and would start over. He preps his catheters correctly." Consumer was reminded of the proper way to "cleanse meatus circular motion from inwards outwards so not to rub bacteria back in meatus, he has bzk wipes at home he has yet to try." Consumer further states "he suffers from constipation." Consumer was advise of the "connection between that and utis and advised him to talk to his md about this. He said he also doesn't drink much water and he is not on a fluid restriction diet." Consumer was advised how important it is to stay well hydrated when cathing.